Manufacturer narrative:
Correction: the country of complaint origin has reviewed the complaint and has changed the annex a code, therefore it has been updated in this MDR.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the q-syte already connected to the system discharges spontaneously when performing minimal pressure (e.g. During injection).